Event description:
Customer returned one 5ml 0.9% sodium chloride flush syringe due to it having one visible particulate inside of the device. The syringe was never used and was returned. A previous identical event of this type was reported in nov of 2024 and the particulate was sent out for analysis. The report indicated it appeared to be consistent with corrugate fibers.